Manufacturer narrative:
At this time it is not known what device was involved in the incident. However, the part involved is a product of arjohuntleigh's manufacturer: bhm medical inc. Additional info will be provided as soon as it is obtained from the facility.

Event description:
The date of the event is unk. The model and serial number of the device is unk at this time. The part involved in the incident was a chariot pivotant 3 post, part #700, 10900. The facility reported that the rail fell with the hoist attached. It fell to the side of the pt, but did not hit her. No injuries were reported. (B) (4)